Manufacturer narrative:
(B)(4).a review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the shaft of the balloon catheter was kinked at about 278 mm proximal to the distal end. Functional analysis revealed that a 0.035 inch guidewire could be inserted through the catheter, however, some resistance was met at the kink. Handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure over the weekend of (B)(6), 2011 (exact date unknown).according to the complainant, during the procedure, the guidewire would not advance past the distal port of the balloon catheter. The problem occurred outside the patient and another uromax ultra balloon was used to complete the procedure successfully. The patient's condition at the conclusion of the procedure was reported to be "fine." The event, as reported, does not constitute an MDR reportable event; however, the analysis of the returned device revealed a reportable failure.